Event description:
It was reported that during engineering evaluation the motor device "overheated". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: it was initially reported that the root cause for the device overheating was due to mishandling, however after further evaluation it was reported to be due to normal wear from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.